Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, the patient was admitted to the hospital due to sudden respiratory and cardiac arrest. They used a ventilator to assist in breathing, but during the use of the instrument, the instrument reported an error and was unable to support breathing normally. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) 2023, the patient was admitted to the hospital due to sudden respiratory and cardiac arrest. They used a ventilator to assist in breathing, but during the use of the instrument, the instrument reported an error and was unable to support breathing normally. No patient harm or consequences.